Event description:
The user facility reported that a patient was present on the surgical table and began to slide. No injuries to hospital staff or patient.

Manufacturer narrative:
A steris account manager arrived onsite and found the table to be operating properly; no issues were noted. The account manager noted that the patient was not properly secured to the table and the leg section had not been removed prior to the start of the procedure. User facility personnel did not follow the proper positioning/operating instructions as stated in the 4085 surgical table patient positioning instructions. The account manager performed in-service training on the proper use and operation of the surgical table. No additional issues have been reported.